Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been off of pump therapy for the past two weeks due to an unspecified elevated blood glucose (bg) level. Reportedly, bg level may have been due to eating or a possible setting change. Manual injections were used for insulin therapy.